Event description:
It was reported that clear IV fluid was noted around the patient's neck and within the bed. The catheter was noted to be leaking at the presep insertion site. The catheter was flushed and removed. The patient was on IV vasoactive medications and little response was noted from the medication. Once the leakage was noted, a new line was inserted for the IV medications, which then immediately affected the blood pressure. The patient was subsequently able to be weaned off of the medications. The intensivist and the nurse manager confirmed there were no major complications.

Manufacturer narrative:
The catheter is not being returned; therefore a product evaluation could not be performed. A review of the manufacturing records could not be done without a lot number. Without a product to examine, it is not possible to determine if the catheter was actually leaking. In lieu of a damaged or defective catheter, it is possible that catheter positioning may have contributed to the leakage reported. No actions will be taken at this time.